Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels up to 350 (mg/dl) after breakfast. Correction boluses were delivered to address bg levels. System check with tandem technical support indicated the pump was performing as expected; however, it was noted that cartridge is changed every 5 days. Recommendation was made to change cartridge every 3 days and consult with their health care provider to discuss diabetes management. Customer's bg levels were 164 (mg/dl) at the time event was reported.